Event description:
Failure to alarm: pooling of exudate and leaking out distal end of film. No alarm.

Manufacturer narrative:
We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys f large with soft port. Smith & nephew received the above reported complaint for pooling/failure to alarm. No samples, pictures or lot number information were provided or received for evaluation, therefore, a device history record review investigation could not be performed with the limited information provided. Possible root causes for pooling of fluid at wound site are: blockage caused by clotting at the head of the soft port or gradual blockage/buildup of blood clots/exudate inside the soft port fluid handling pathway. This is supported by the patient information included in the complaint which indicates that the patient had four openings in the incision with copious, purulent, thick drainage. Also, the complaint description indicates that earlier during the treatment, the foam was ¿pulled down¿ (compressed) which is an indication that negative pressure was being achieved. It later indicates that the foam was ¿soft¿ which indicates a possible blockage was formed within the wound site and/or soft port. In order for a blockage alarm to be triggered, the fluid handling pathway must be ¿fully¿ occluded and an alarm would have been triggered within 3 minutes. If a blockage occurs at the wound site or within the fluid handling pathway and air still reaches the system, the pump will not alarm. The instructions for use (IFU) for renasys dressing kits with soft port indicate to maintain regular monitoring of the wound site during therapy to ensure therapeutic treatment and patient comfort. Also, in the event of heavy drainage, more frequent dressing changes may be required. Complaint description indicates that after wound wash and dressing change, the negative pressure therapy was found to be well. (B)(4) was initiated to further investigate the root causes for failures of this type, and identify any potential corrective actions. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.